Event description:
It was reported that during a pulse field ablation procedure to treat persistent atrial fibrillation, noise was observed on electrode 4 on the catheter, and the catheter interface cable (cic) would not connect properly. Glue or resin was reported to be present in the bottom of the catheter, and a bent pin was observed in the bottom of the cable. Both the catheter and cic were replaced, however there was noise on electrode 4 on the replacement catheter, and the cic would not connect properly. Customer support and technical services were contacted to report the glue or resin finding. The case was completed. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: pscic101 product type: catheter interface cable product ID: pscic101 product type: catheter interface cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.